Event description:
Customer reported the system will not boot after replacing cmos battery. No pt injury was reported.

Manufacturer narrative:
A ge rep told customer over the phone to reset the cmos settings. System operates as intended. This MDR is related to ge healthcare complaint.